Event description:
It was reported that high thresholds were observed. Review of the stored egms showed a decrease in the impedance. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The damage found was sustained through the surgical procedure.